Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during use.

Event description:
On 08-dec-2025, it was reported by a sales representative via (B)(4) that when drilling a lag screw during a hip fracture surgery, the 0312-200 3.2 mm locking pin guide cold-welded into the lag screw drill guide and no longer advanced. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.